Event description:
A malfunction on the pump was reported, without any notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to replace the pump, as it was still under warranty, with instructions provided for transitioning to a replacement pump and using multiple daily injections as backup therapy. The customer was informed about the return process for the faulty pump and acknowledged all instructions given.